Event description:
Team was preparing to get the patient out of bed using the ceiling lift. The sling had been appropriately positioned under the patient. While the ceiling lift was being lowered into position so that the sling straps could be attached, the lift mechanism literally fell apart - the metal nuts, rings and bolts fell out detaching the lift bar. All components fell down upon the bed striking the patient in the chest. The estimated fall distance was about 18". The cna standing at patient's right side and broke the fall of the components with cna's hands, but that still made impact with the patient's lower chest/upper abdomen (approx 3"-4" above g-tube site). The patient reported they were "fine". Patient's chest and abdomen were examined immediately by the rn. No redness, tenderness, bruising. Chest and abdomen totally mark and injury free. Md examined the patient upon arrival. No injury and no further work-up ordered.